Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the er320 was not firing correctly. The clips were not fully forming. Another device was used to complete the case. There was no consequence to the pt.